Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the battery was power switching. Battery was exchanged and it was sated that there were no effect on the patient. No additional information available.

Manufacturer narrative:
The reported event of power switching was confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. These events were caused by temporary disconnects of the battery from the controller, logging a value of 202 or greater. (B)(4) participated in these switching events. (B)(4) had received the smr upgrade at the time of these events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to momentary or temporary battery disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported power switching were confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of batteries ((B)(4)) manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed multiple premature switching events. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. These events were caused by temporary disconnects of the battery from the controller, logging a value of 202 or greater. Controller and batteries ((B)(4)) participated in these switching events. Controller ((B)(4)) had received the smr upgrade at the time of these events. Analysis of battery ((B)(4)) revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of batteries ((B)(4)) could not be performed since the devices were not returned for evaluation. The manufacturer has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Analysis of battery ((B)(4)) was completed on a different complaint and revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to momentary or temporary battery disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4)/1650de - expiration date: 03/31/2016 - device manufacture date: 03/01/2015. Battery - (B)(4)/1650de - expiration date: 09/30/2016 - device manufacture date: 09/01/2015. Battery - (B)(4)/1650de - expiration date: 09/30/2016 - device manufacture date: 09/01/2015. Battery - (B)(4)/1650de - expiration date: 10/31/2016 - device manufacture date: 10/01/2015. Battery - (B)(4)/1650de - expiration date: 02/28/2017 - device manufacture date: 02/01/2016. (B)(4). Method: actual device not evaluated. Manufacturing review; analysis of data log(s). Result: interoperability problem; conclusion: quality system deficiency.